Event description:
During preparation of the angioguard xp, the torque device was tightened but it was unable to be locked onto the filter guidewire prior to docking. When the device was removed from the coil dispenser, the filter membrane was found turned outward and the filter basket was not properly seated in the sheath. A different unknown product was used to successfully complete the procedure. The product was not clinically used and was returned for analysis. The product was inspected and prepped according to the instructions for use (IFU). The product was stored and handled according to the IFU. The marker bands were intact. The filter basket was not loose on the guide wire.

Manufacturer narrative:
Concomitant devices were unknown. During preparation of the angioguard xp, the torque device was tightened but it was unable to be locked onto the filter guide wire prior to docking. When the device was removed from the coil dispenser, the filter membrane was found turned outward and the filter basket was not properly seated in the sheath. One non-sterile angioguard xp was received coiled in a plastic bag. The received components were the wire system, deployment sheath and the torque device. The torque device was mounted and tightened about middle section of the wire. The distal coil was found bent and the filter basket presented no damages. The coated wire was kinked / bent. The joints were found correct and intact. A functional analysis was performed as per the instructions for use for the torque device function and there was no difficulty encountered while closing or opening the torque device. It remained securely attached. On the other hand, a functional test could not be performed for docking function given the several kinks that the wire presented. A review of the device history records relative to the manufacturing, inspecting, and packaging indicated the product was final inspected and determined to be acceptable. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue. At this time assignment of root cause for this complaint is speculative. However, based on the information provided in the complaint documentation and the evidence presented by the device; it appears that handling factors may have impacted on the event. There were no damages reported to have been found when the product was taken out of its packaging. In addition, neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure; therefore, no corrective actions will be taken at this time.